Event description:
Additional information: the patient experienced a return of being 'very stiff and rigid'. The patient was noted as not being able to talk. In regards to the attempted pump refill on (B)(6) 2011, it was indicated that a nurse from a pharmacy had difficulty accessing the pump; however the reason for the difficulty was unknown to the reporter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2002 explanted: unk.

Event description:
It was reported that the patient's pump was programmed to minimum rate mode on (B)(6) 2011 due to inability to access the pump for a refill. The pump was later refilled on (B)(6) 2011 with minor difficulty. The patient was seen in the emergency room due to drug withdrawal. It was also reported that the patient went through a period of time without the drug. At first signs, the patient was given oral baclofen and the pump catheter access port was accessed. Cerebrospinal fluid was free flowing. A pump rotor study was done and the pump was fine. The patient was doing fine and "all seems to be resolved." The drug in the pump was lioresal.

Event description:
The refill where the nurse was unable to access the pump took place on (B)(6) 2012. The patient was successfully refilled on (B)(6) 2012. The patient was then seen in the emergency room on (B)(6) 2012 for withdrawal symptoms.

Manufacturer narrative:
(B)(4).